Event description:
Doctor place light glove at the start of surgery and the lights were not moved again until surgery was finished. Tech notice split in the light glove when cleaning the room. Medline.